Manufacturer narrative:
No parts were returned for analysis. Multiple device codes. Clarification provided below. A0908 - inaccuracy a13 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an error 3489 occurred after sending to trajectory l5. The drill was then inaccurate and appeared inferior. The inaccuracy was between 3.5-10mm. There was no change with re-verifying the drill, changing out the drill bit, and testing other instruments for accuracy. It was reported every instrument was accurate except for the midas drill. The last screw was finished free hand. Navigation was used with all screws and accuracy was double-checked with flouro. There was no patient harm and the procedure was delayed by 30 minutes.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0270-01s, product ID: kit1317, product ID: kit1434. H3, h6: a medtronic representative went to the site to perform a system check out and they found there were intermittent controller disconnection issues. The electrical panel, system main cable, and blue ethernet cable found between the computer and electrical panel were replaced. The system functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.